Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent total right knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reason. No further information has been provided.